Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and replaced the batteries on the x-ray controller and sbc. System operates as intended.